Event description:
It was reported that an arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, when the plunger was retracted no suture was connected to the needles; a cuff miss occurred. The proglide device was removed and hemostasis was achieved using a starclose se device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. It was reported that calcification was noted in the common femoral artery access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Also, analysis of the returned device found the anterior cuff tab was broken off and was not returned. The location of the cuff tab is unknown. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.